Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. The caller successfully started their sensor session after being assisted with a pump reset by technical support.